Event description:
Pre dialysis wt 74.6; post wt 75.2 kg. Dry wt 72 kg. Machine set to remove 3 kg. Pt seen in ed 7/16 without fl overload, chest pain, diaphoresis, etc. Transferred per air ambulance for ultrafiltration. Equipment checked and failed ultrafiltration test. 2nd check it passed, monitor says fluids removed; scale does not support this. Biomed found that the ultrafiltration pump did not work due to failure of a thermal protection fuse on the pump. Repaired, recalibrated. Event happened the next day on another pt; increased wt, edema. Pt presented to emergency with rales, hypertension, fluid overload r/o early pneumonia/sepsis.